Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the battery run out on insulin pump and had replaced battery and then insulin pump did not come back on. Customer's blood glucose value unknown. Troubleshooting was not performed. The device will not be returned for analysis.